Manufacturer narrative:
The device was evaluated by olympus. The evaluation found foreign material exiting from the air/water nozzle; it was determined that the device was insufficiently or incorrectly reprocessed. Additional evaluation findings are as follows: 1.) Leak from the insertion tube; 2.) Insulation malfunction; 3.) Angle wires stretched; 4.) Defects of whole distal end; 5.) Distal end adhesive peeled off or was cracked due to a shock caused by dropping and knocking the endoscope to a hard surface/object (handling issue); 6.) A-rubber adhesive cracked. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model pcf-h190l, evis exera iii colonovideoscope to olympus for repair due to a report of an "air leak." The problem, as reported to olympus, was identified during reprocessing of the device. Upon inspection and testing of the returned device, foreign material was found exiting from the air/water nozzle. This report is submitted due to the foreign material found exiting from the air/water nozzle.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 7 years since the subject device was manufactured. Based on the results of the investigation, it can be assumed that reprocessing after the previous procedure was incorrect, and gauze /piece of peripheral products/body fluids/adhesive matter of chemicals used was caught in the nozzle. A definitive root cause cannot be identified. The instructions for use (IFU) instruction manual state: IFU states as follows: ¿inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function. Reprocessing manual: precleaning the endoscope and accessories: warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Flush the air/water channel with water and air caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Manually cleaning the endoscope and accessories: clean the external surface_ clean the external surfaces of the insertion section: while immersing the endoscope completely in the detergent solution, thoroughly wipe all external surfaces of the insertion section, using clean lint-free cloths or sponges. Take the insertion section out of the detergent solution and confirm that no debris remains on all external surfaces, particularly the air/water nozzle opening and the objective lens on the distal end. Flush the air/water channel with detergent solution. Remove detergent solution from all channels. Presoaking the endoscope: if there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces." Olympus will continue to monitor the field performance of this device.